Manufacturer narrative:
Citation: sathananthan j et al. Implications of transcatheter heart valve selection on early and late pacemaker rate and on length of stay. Can j cardiol. 2018 sep;34(9):1165-1173. Doi: 10.1016/j.cjca.2018.06.012. Epub (B)(6) 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the effect of transcatheter heart valve type on the need for post-transcatheter aortic valve replacement temporary pacemakers, hospital length of stay, and new permanent pacemaker implantation at 30 days and 1 year. All data were collected from 4 centers between april 2012 and december 2016. The study population included 1,298 patients(predominantly male; mean age 82.5 years), 300 of which were implanted with a medtronic corevalve bioprosthetic valve and 41 were implanted with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation, valve-in-valve implantation, and aortic valve reintervention. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.